Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum pediatric continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive, around the umbilicus. Patient described the skin reaction as being an itchy, raised, bumpy, red, rash. Additionally, the rash sometimes presents with purulent drainage. Sensor was inserted at abdomen on (B)(6) 2015. Patient treats the affected area with over the counter cortisone cream, and a prescription steroid cream, prescribed by her physician on (B)(6)2015. Brand of steroid cream is unknown. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).